Event description:
Additional information received from the manufacturing representative (rep) reported shocking in the vaginal area 1-2 times per day sometimes when lying down. The patient was advised to shut off stimulation until they were seen again at the clinic on the day of the report. Therapeutic benefit was still received when shocking was occurring. Impedance measurements were taken and a short was found on a pair. The rep thought the healthcare provider programmed around the short but was uncertain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va105ng, implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported a shocking sensation at the lead site since 6 weeks ago ((B)(6) 2016). There were no trauma/falls reported that could be related to this issue. It was indicated the reported issue was related to positional movements. It would hurt when the patient sat up but not when she was laying down. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.